Event description:
During a remote follow up, episodes of oversensing were noted on the device. Technical support was contacted and noted low r wave sensing as well as post sensed t wave oversensing. Technical support recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue being monitored.